Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer lok¿ syringes were found with ¿black marks¿ inside the barrel. In addition, the scale markings were missing and/or blurred. There was no report of injury or medical intervention.

Manufacturer narrative:
After further evaluation, it has been determined that this complaint is a duplicate of a previously submitted complaint (MFR report # 1213809-2017-00062/patient identifier (B)(6)).